Event description:
It was reported ongoing intermittent occlusion alarms occurred, and the customer experienced several high blood glucose (bg) events with values displaying as "high" with no specific value. The customer was able to address the elevated bg with a manual dose injection. However, occlusions continued resulting in a trip to the emergency room on (B)(6) 2025 with a blood glucose level of 580 mg/dl with ketones that were not identified as dangerous. The customer was treated intravenously with fluids of saline and insulin, resolving the issue without any permanent damage. The customer was released the same day and continued to use the pump for insulin therapy.